Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-aug-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-13, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump for failed back surgery syndrome. It was reported that "previous to 2016", when the patient had their first pump, "there was a malfunction with the pump where the medication dispersed". No symptoms or patient complications reported.